Event description:
Pt experienced the infusion set tubing becoming separated from the luer lock. Caller indicated that pt changed the infusion set and there was no further issue. Pt indicated that he observed the partial separation of the tubing during a routine check of his infusion set. Pt did not report any physiological effects as a result of this issue.